Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that during a routine follow-up on an unknown date a proximal type I endoleak was seen. The cause of the endoleak was due to the posterior aspect of the aortic wall dilated away from stent graft causing the type ia endoleak. The stent graft did not migrate. No intervention has been performed and the patient will be monitored. There was no patient symptoms/injuries related to this event.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (disease progression, aortic neck dilatation). (B)(4).